Event description:
A baxter service technician reported finding a colleague infusion pump with a stuck "channel select" key on the channel b pump head module keypad. This event occurred during product evaluation. There was no pt injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4). Evaluation summary: during product evaluation, a pump with a condition of a stuck "channel select" key on the channel b pump head module keypad was discovered. Inspection of the device revealed the condition was caused by a stuck "channel select" key. To correct this condition, the phm keypad was replaced on channel b. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA-(B) (4).